Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The DHR was reviewed and no issues that would have resulted in this complaint were found. No manufacturing deficiencies were noted. The present screwdriver was analyzed for conformance to print specifications no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. We can only assume that the screw was tightened with far too much force and caused the breakage of the tip. The fracture surface is homogenous, which indicates material conformity. Based on these findings we conclude that the cause of failure is not due to any manufacturing nonconformances. No product or material related condition was found.

Event description:
It was reported that the tip of the screwdriver is broken off. This is report 1 of 1 for complaint (B)(4).